Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to product surveillance of a clearlink set that separated at the tubing that is between the drip chamber and the y-site. This occurred during patient-use while blood was being infused. There was no patient injury or medical intervention reported. No additional information is available.